Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) is not working properly, customer states has had a maintenance code #3 and the printer will not print. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4,d8,d9,g1(contact person ¿ mfg site)g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,investigation conclusions),h11. A getinge field service engineer (fse) evaluated the device and observed several autofill failure (fault code #57, 16 0 & 9 0) alarms recorded in the logs. Extreme water build up found in system. Condensation removed procedure performed several times. Transducers recalibrated. Printer began functioning once recorder paper roll was replaced. Device passed all functional and electrical safety tests per factory specifications. Unit returned for clinical use.